Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a target lesion in the common iliac artery, the omnilink elite stent delivery system (sds) was unable to advance through the 6french non-abbott sheath. The sds could not be removed and the sds and sheath were removed as a single unit. There was no adverse patient effect and no clinically significant delay. No additional information was provided.